Event description:
The customer's mother reported via phone call that the customer's blood glucose declined to 47 mg/dl two weeks prior. The mother could not recall the perceived cause of the customer's low blood glucose. The mother also reported the customer has been experiencing high blood glucose following their low blood glucose event. The customer's highest blood glucose was 339 mg/dl. The mother has reverted to manual injections to treat the customer's blood glucose. The mother was advised to check for air bubbles and insulin leaks on the insulin pump. The mother declined to be transferred to the helpline. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.